Event description:
During preparation for cardiopulmonary bypass, the roller pump would not operate. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.